Manufacturer narrative:
Submit date: 10/12/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the female patient found her clothes were wet while washing hair and found the solution was from the catheter. The patient went back to the hospital immediately and the healthcare person could not locate the position of the leak. After checking by CT, they were still unable to locate the position of the leak. The location of the leak was found after filling the solution in the surgery room. The position of the leak was on the outside of the cuff. The catheter was originally implanted on (B)(6) 2011. There was patient involvement and no patient injury or medical intervention related to this event.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided and therefore it was not possible to perform a device history record (DHR) review. The product sample was not returned for evaluation, however a photo was provided by the customer. The photo showed that a section of the catheter presented signs of prolonged use. In this section it was apparent that there was a hole close to the cuff on the silicone tubing. The product specification was reviewed specifically looking for the hole in the catheter corresponding to the condition related to this complaint. An actual occurrence percentage and severity for this failure mode was found equal than the expected per risk management document. The photo showed the catheter had a hole near the cuff. The event description states that the catheter functioned as intended for a period of 3 years and 11 months approximately without issues; therefore it can be concluded that the product was manufactured according to specifications. The most probable cause is related to product use such as cleaning agents, excessive force, or a sharp object. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.